Event description:
The device was used during a laparoscopic appendectomy procedure. Four days post-operatively the pt experienced abdominal pain. The surgeon performed an exploratory laparatomy to determine the cause. Reportedly, the staples did not crimp properly kinking the small bowel to the mesentary. The staples were removed on 2/27/97 and it noted that the staples did not perforate the bowel or mesentary.